Event description:
A customer reported issues with the eye tracker during surgery. Upon additional follow up it was reported that due to concerns of tracking during a case the physician requested calibration be performed on the tracker. The patient involved was not harmed and continues to do well.

Manufacturer narrative:
Corrected information: the device was evaluated by company personnel. The laser was confirmed to be within specifications. No technical root cause was identified as the product was found to be within specifications. The possible root cause could be anatomy of patient´s pupil. (B)(4).

Manufacturer narrative:
The device history records (DHR) for the device was reviewed. The associated device was released based on company acceptance criteria. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).